Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Successfully downloaded unit history using thus software. Unit failed self test due to pump error 63. Pump error 63 variable (3) recorded on 10/16/2024 10:51:52.000 due to hardware error (line # = 367, file #=37 ) . Unit's keypad functioned properly and navigated through menus. On adapt, no relevant alarms were noted to confirm keypad/button unresponsive/button error. Pump was cut open to perform visual inspection and found moisture damage on pcba1, lcd flex connector, and force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for keypad/button unresponsive/button error is not confirmed. All buttons functioned properly. Pump error 63 confirmed during testing due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.